Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject device and the reported failure phenomenon could not be reproduced. There was evidence of the moisture in the video connector socket of the subject device. The error log of the subject device on event date was reviewed and found e216 error and e226 error occurred. Both errors indicate the communication between the endoscope and video system center has failed. The device history record was reviewed and found no irregularities. As a result of the evaluation, omsc judged that the subject device meets the specification. Based on the evaluation result so far, omsc surmised the reported failure phenomenon was attributed to temporary communication error with the subject device (e.g., due to any foreign material including moisture with the electrical contact part in the video connector socket).

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified hernia procedure, the subject device was used. In the procedure, the image on the monitor was not displayed. The user replaced the subject device with another devices (not olympus device) and continued the intended procedure. There was no patient injury reported. It was reported that the operation time was prolonged because the subject device was not worked for about 10 minutes.